Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a procedure performed on (B)(6) 2023. During the procedure, the stent could not be deployed despite several attempts. The procedure was completed using another axios stent. No patient complications were reported as a result of this event. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the stent was partially deployed. Please see block h10 for full investigation details.

Manufacturer narrative:
Block e1: initial reporter phone: (B)(6). Block h6: imdrf device code a15 captures the reportable investigation finding of stent partially deployed. Block h10: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent partially deployed. The delivery system was returned in position 2. The lumen pusher wire was returned pushed out of the handle. Functional inspection was performed, the catheter was unlocked by moving the catheter lock by sliding it to the right, then the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Also, the stent hub was moved down to the second and fourth position without any problem. The stent was also deployed without problems. No other problems were noted to the stent and delivery system. The investigation concluded that the observed failure of lumen pusher wire pushed out of the handle was likely due to factors encountered during the procedure. It may be that lesion characteristics, how the device was handled, the technique used by the physician and/or the interaction with the guidewire, limited the performance of the device and contributed to the observed failure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, incomplete deployment is noted within the manufacturer's labeling as a known possible adverse event related to the use of the device. Taking all available information into consideration, the investigation concluded that the reported event of stent partially deployed is a known potential complication associated with the use of the device in the manufacturer's labeling. Therefore, the most probable root cause is known inherent risk of device.